Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "defective sensor" error message when scanning the adc freestyle libre 2 sensor. The customer consequently lost consciousness and was unable to treat themselves. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and administered glucose intravenously for treatment. There was no report of death or permanent injury associated with this event.